Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: - rupture: observed, one opening assessed as fold flaw opening. - cyst(s): unable to observe since it is a medical event and is not related to the device. - inflation/irritation: unable to observe since it is a medical event and is not related to the device. - pain: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure, crease and non-penetrating nick were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side "invagination of the inner shell of the right implant, as well as detachment in its posteromedial aspect, indicative of right prosthetic degeneration", "micro cysts" - not related to the device, and "capsulitis" via MRI. Healthcare professional additionally reported pain. The device has been explanted. Photo of device with matching lot number received confirms rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: ¿invagination of the inner shell of the right implant, as well as detachment in its posteromedial aspect, indicative of right prosthetic degeneration. (Rupture)¿. Cont. E1 phone: (B)(6).

Event description:
Healthcare professional reported right side "invagination of the inner shell of the right implant, as well as detachment in its posteromedial aspect, indicative of right prosthetic degeneration", "micro cysts", not related to the device, and "capsulitis" via MRI. Healthcare professional additionally reported pain. The device has been explanted. Photo of device with matching lot number received confirms rupture.

Manufacturer narrative:
It is not possible to determine the lot number or catalog through the photos provided. ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ cyst(s): unable to observe as it is a medical event that is not related to the device. ¿ inflammation/irritation: unable to observe as it is a medical event that is not related to the device. ¿ pain: unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side "invagination of the inner shell of the right implant, as well as detachment in its posteromedial aspect, indicative of right prosthetic degeneration", "micro cysts" - not related to the device, and "capsulitis" via MRI. Healthcare professional additionally reported pain. The device has been explanted. Photo of device with matching lot number received confirms rupture.